Event description:
The customer reported that the tube lasted from (B) (6) 2009 to (B) (6) 2009 (21 days) and that the pt stated while exercising, she started to feel pressure in her trachea like the air was being cut off. The pt checked the pilot balloon and discovered that it was filing up with air on it's own. The pt had to perform an emergency tracheostomy tube change which was difficult as the cuff kept inflating as she was trying to remove the air in order to remove the tube from her stoma. The pt reported having had great difficulty inserting the new tube which resulted in bleeding and spasm of her stoma and she also complained on "toxic fumes" from this tube.